Manufacturer narrative:
No sample was received for evaluation; therefore we are unable to determine the exact cause for the issue reported. However, the most likely cause for this reported incident could be if the insertion angle of the dj device at the time of performing the biopsy procedure, in combination with the use of strokes different than those indicated in the instructions for use (dfu) for removing the device from the biopsy site, could result in cannula damage breakage/bending. A review of the device history record for the lot reported showed no issues related to the reported incident.

Event description:
Patient was under going bone biopsy post chemo aml, when the needle broke off in patient and remains in patient bone.